Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 497 mg/dl and the cause was not known. A correction bolus was delivered via the pump. The infusion set tubing was changed. During troubleshooting with tandem technical support, an air bubble was found in the cannula. Air bubble was removed and insulin delivery was resumed. Upon follow-up, bg was 383 mg/dl. Contact required no further follow-up and was satisfied.